Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced bolus stopped alarm, weak battery, no delivery and battery out limit. The customer's blood glucose value was 260 mg/dl. The customer stated that the screen read bolus halted. The customer stated that the battery cap was not loose. The customer declined to troubleshoot. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no battery out limit alarm, no weak battery alarm and no bolus stopped alarm noted during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No cosmetic damage found on the insulin pump during our visual inspection noted.